Event description:
The bolt that holds the matrix back to the upper part of the chair was loose. Dealer tightened the bolt, but said it needs to be replaced because he thinks it will come loose again. Consumer states she almost fell out of the chair when the bolt came loose. (B)(6) 2014 the two rivets that are apart the back shell itself are coming undone and causing the above issue. Provider spoke with (B)(6) to confirm this is the same issue but we had the wrong information it has nothing to do with the hardware it is the back itself. (B)(4).